Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that whenever the device is plugged in it smells like something is burning. The customer is requesting on site service to have unit evaluated and determine what repairs are needed. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The unit indeed had a burning smell caused by a fire. The power management board and the power harness is all burnt. The unit is a complete rebuild. Resolution and disposition are pending - investigation on going.

Manufacturer narrative:
Per gfe (good faith effort) response, it was confirmed that the unit needs a complete rebuild due to smoke. The facility decided they are not going to pursue the repair with a 3rd party vendor. No repairs were completed by the field service engineer as the customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H11: per gfe response, it was confirmed that the unit needs a complete rebuild due to smoke. The facility decided they are not going to pursue with the repair the unit as they are going to a different company for the ventilators needs. No repairs were completed by the field service engineer as the customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened